Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also reported that the screen of the insulin pump went blank and there was a high-pitched squealing noise. Customer stated that after changing the batteries, the screen was blank and the keypad was unresponsive. Blood glucose level was over 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches. Unable to verify a21 alarm, a13 alarm, a17 alarm or high pitched squeal due to no button response. Pump monitored in 50c oven for 2 days and no blank display noted. No damage found on the c13/lcd isolation tape noted. No moisture damage on electronics noted. Pump received with scratched display window, scratched case, cracked reservoir tube lip, cracked reservoir tube.